Manufacturer narrative:
A field service engineer was dispatched but could not make contact after several attempts. Sensor leads were sent to the customer. The most probable cause of the reported event could not be determined. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4).

Event description:
On (B)(6) 2015 a customer reported the wash low and diluent low pops up while operating their aia-360 analyzer. Customer states the wash cap was tight, wash and diluent are full, plugged in right-side-up. A field service engineer was dispatched. The reported issue with their aia-360 instrument has the potential for delay in reporting patient result for bhcg, fsh, e2, prog, and lh which were purchased within 120 days prior to aware date. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.